Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported the implant seemed like it was forward and didn't appear to be laying flat but it may be because it's early on and it was still swollen from the implant surgery but it seemed like it was off somehow. The patient went back to the hcp to have the stitches removed from their head on thursday (B)(6) 2017 and the patient then mentioned the ins was not laying flat to the doctor and the implant area was still a little red so the doctor gave them antibiotics. The patient was shaking even more than before the surgery, so the surgeon decided to program it a little bit and they were able to program something 'bipolar' and that helped alleviate a lot of it to where the patient almost wasn't shaking at all. After an hour, it was disturbing because the patient couldn't even walk, as their foot was twisted and contorting. The leg had always been fine before but now stimulation was affecting all 4 limbs, their hands, their arms, and their feet at the same level and now the patient had gotten used to it by walking on their tippy toes but they knew that was not normal and the patient had to wait for a reprogramming session with the neurologist and rep until monday because the manufacturer representative (rep) was on vacation. The caller wasn't sure why the hcp chose to give the patient a non-rechargeable battery instead of a rechargeable, noting they probably would of gotten the rechargeable if they'd of known more information. No further complications were reported as reported as a result of this event.